Event description:
A (B)(6) female (B)(6) admitted to ed on the evening of (B)(6) 2016, with orders for heparin infusion for extensive thrombosis of the portal and superior mesenteric veins. Md order for heparin via the acs protocol based on 60 kg. Two rns programmed/witnessed pump programmed for heparin 4800 unit IV bolus and heparin infusion 1100 units/hr. Rn returned to room to find heparin bag empty approximately 1 hour after infusion initiated. Patient exhibits no signs of bleeding as of 10:00 hours on (B)(6) 2016.